Event description:
(B)(4). Since essure I have daily pain/cramps. I've had excessive bleeding. Headaches, joint pain, heart palpitations, swelling, back pain, fatigue, low vitamin d, parathyroid disease. Raynoid syndrome.

Event description:
(B)(4). So many issues I forgot to mention had ablation due to excessive bleeding. Low libido, brain fog, mood swings, anxiety, tingling in arms and hands, foot pain, brain shocks, painful intercourse.